Event description:
It was reported that during a stenting treatment procedure, a balloon deflation issue and a shaft fracture occurred. Access was obtained via the right brachial artery. The moderate diffuse, severe discrete lesion being treated was located in the mid right superficial femoral artery (sfa). The common femoral artery (cfa) lesion was crossed with a .014 guide wire and predilated with a 6.0x40mm non-bsc cutting balloon, inflated to 12atm for 130 seconds. There was normal flow with minimal residual. Then the sfa was crossed with the same guide wire. The lesion was not predilated. The physician implanted a 5.0x32mm veriflex stent, inflated to 14atm for 18 seconds. There was no significant residual. The stent delivery balloon did not completely deflate. While removing the stent delivery system, the shaft fractured and "totally disintegrated." Fluoroscopy demonstrated the "loose part" stuck at the right auxiliary artery. Access was again obtained via the right brachial artery and the fractured shaft was removed using a snare. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, a balloon deflation issue and a shaft fracture occurred. Access was obtained via the right brachial artery. The moderate diffuse, severe discrete lesion being treated was located in the mid right superficial femoral artery (sfa). The common femoral artery (cfa) lesion was crossed with a .014 guide wire and predilated with a 6.0x40mm non-bsc cutting balloon, inflated to 12atm for 130 seconds. There was normal flow with minimal residual. Then the sfa was crossed with the same guide wire. The lesion was not predilated. The physician implanted a 5.0x32mm veriflex stent, inflated to 14atm for 18 seconds. There was no significant residual. The stent delivery balloon did not completely deflate. While removing the stent delivery system, the shaft fractured and "totally disintegrated". Fluoroscopy demonstrated the "loose part" stuck at the right auxiliary artery. Access was again obtained via the right brachial artery and the fractured shaft was removed using a snare. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in midshaft at 7.6cm distal to the proximal edge of the midshaft. The midshaft was severely stretched. An examination of the distal section of the break found that the entire distal extrusion was stretched. The actual proximal markerband was positioned at 6mm proximal to the proximal edge of the balloon sleeve, inside the inflation lumen. It is noted that the markerband never detached, rather the extrusion and balloon were pulled distally which resulted in the outer shaft and balloon being pulled distally. This resulted in the positioning of the proximal markerband. The proximal markerband, after being pulled inside the distal outer, would cause an obstruction in the inflation lumen and therefore could have caused or contributed to the deflation issues as were reported. An examination of the proximal weld site along with the entire extrusion found that it was completely stretched down. The balloon has traces of solidified contrast media present inside. The balloon was not refolded correctly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use/user error; the dfu for this product states that the device "is indicated for treatment of stenotic lesions in native coronary arteries and saphenous vein grafts". (B)(4).

Manufacturer narrative:
(B)(4).